Event description:
It was reported that the insulin pump had a frozen display. Caller stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with frozen display due to faulty component on the motherboard. No damage found on the keypad trace.